Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the patient is resting/sleeping in bed the leadless implantable pulse generator (ipg) is pacing at upper rate of 120 beats per minute. The ipg remains in use. No patient complications have been reported as a result of this event.